Manufacturer narrative:
Additional information provided in h.6. And h.11. The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. A review of the directions for use in the precautions and warnings section provides a table of recommended tips and infusion sleeves/type that should be used based on incision size. There was no product information provided and therefore we were unable to verify the product used for this event and no sample was returned for root cause evaluation. There was also no specific images or other evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2024-38646 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic knife was larger than expected and phacoemulsification sleeve was leaking. Additional information received indicates that, no harm to the patient just leaky wound during phacoemulsification.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic knife was larger than expected and phacoemulsification sleeve was leaking.